Event description:
It was reported that at there had been reservoir volume discrepancies at the patient's last two refills. About six weeks prior to report, the reservoir contained 10cc of drug instead of the expected 2cc. On the day prior to report, the reservoir contained 7cc of drug instead of the expected 2cc. The reporter was intending to ask the physician to perform a catheter access port (cap) dye study and try to pull back about 2cc. Five days later, it was reported that the patient was only getting 25% pain relief. The patient's status had not changed at that time. Six days after that, it was reported that the cap couldn't be accessed during an attempted dye study. The drug used in this system was morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n172193001, implanted: (B)(6) 2009. Product type: catheter: product ID 8835. Product type: programmer, patient: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).